Event description:
A chest drain was placed in interventional radiology (ir). The unit notified the department the next morning that the catheter was found broken. Subsequently, the catheter was replaced in ir. It was two different radiologists involved, and they both believe it is a device issue. They were not difficult to place.